Event description:
A report was received that the patient's implant is not holding an adequate charge. Analysis of the patient's database revealed that the device appears to exhibit premature battery depletion. A replacement of the ipg was recommended.

Manufacturer narrative:
Should have both adverse event and product problem. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient's implant is not holding an adequate charge. Analysis of the patient's database revealed that the device appears to exhibit premature battery depletion. A replacement of the ipg was recommended.